Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. If implanted, give date: unknown, information not provided. If explanted, give date: unknown, information not provided. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that haptic of tecnis monofocal intraocular lens (model za9003, +20.0 diopter) broke off. There was no patient injury reported. No further information was provided.

Manufacturer narrative:
Device available for evaluation, returned to manufacturer on: 03/13/2018. Device evaluation: the sample was returned to the manufacture for investigation. The lens was observed under microscope and viscoelastic residue was observed in the optic zone. The haptics were positioned without damage. The complaint was not verified. Manufacturing record review: manufacturing record review of the production order and related document revealed that the product was manufactured and released according to specification. There was no discrepancy found during the review. A search revealed that no other complaints were received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.